Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The receiver failed charged and boot test. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and fell into the patient's hand. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.